Manufacturer narrative:
This issue was identified during complaint remediation activities in which historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting. A replacement pump was sent to the customer and the original was returned for evaluation. The pump and power cord were evaluated and results were reported as "burned cord"; the product is no longer available for further evaluation. No definitive conclusion regarding the root cause of the reported event can be made. We will monitor and trend like issues and initiate a CAPA as applicable.

Event description:
Customer reported that the motor sparked and that the end of the power cord was burnt.